Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify charging issue due to a burned power flex circuit. The service technician replaced the power flex circuit and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel will not properly charge. The pigtail is on the ventilator. The customer removed and reapplied and now the pigtail twists. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.